Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 30 mmol/l at the time of the incident. Customer was treated with injection. Customer allege insulin pump was under delivering. Customer also stated about insulin pump had pump error. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.